Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found outside of the patient, due to a balloon damage that was found. The catheter was inserted into the patient in the operating room. The patient was then transferred to a ward, where the nurse found the catheter had fell out of the patient. There was no patient injury reported.

Manufacturer narrative:
Received only the catheter for evaluation. The sample was visually was evaluated and a pinhole was observed at the sac collar. Per the functional testing, the sample was inflated with water and observed water leaking from the balloon. The site was treated with congo red, a substance that indicates the presence of lubricious coating and found the coating was not present inside the pinhole. The pinhole was created post lubricious coating. The pinhole was evaluated under a microscope and noted to be round and caused by a sharp object from outside. Therefore the reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found outside of the patient, due to a balloon damage that was found. The catheter was inserted into the patient in the operating room. The patient was then transferred to a ward, where the nurse found the catheter had fell out of the patient. There was no patient injury reported.